Manufacturer narrative:
The evaluation revealed the broken nail and broken locking screw to be the primary products. No deviations were found during review of the manufacturing and inspection documents (DHR) for the nail. The nail was documented as faultless prior to distribution. During investigation no material, dimensional, design or manufacturing related issues were found. The breakage line and breakage surface of the nail indicate that the nail broke from lateral towards medial, initially in a fatigue fracture and main partly spontaneous in a forced gliding fracture. The locking screw breakage surface indicates the screw broke in a fatigue fracture. Both implants broke due to several loads, the nail finally due to a single heavy overload (i.e. Patient fell). The customer reported that the patient had a high bmi; indicating that the patient was obese. Furthermore the nail broke after approx. 12 months; therefore a non-union is very likely, means the bone was not healed to the time of the nail breakage. The IFU includes that obesity, traumatic overloads and non-unions can lead to implant failures like breakages. Because no manufacturer related issues were identified the implant breakages are attributed to the patient.

Event description:
The customer reported that patient had been listed for an exchange of nail due to the initial nail breaking. The initial operation was on (B)(6) 2015 for a femoral fracture, a recon nail was inserted. The nail was then identified as broken, nearly 12 month later. Both nail and locking screw had broken. Recon lag screws were intact. Revision surgery took place (B)(6) 2016, nail exchanged.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that patient had been listed for an exchange of nail due to the initial nail breaking. The initial operation was on (B)(6) 2015 for a femoral fracture, a recon nail was inserted. The nail was then identified as broken, nearly 12 month later. Both nail and locking screw had broken. Recon lag screws were intact. Revision surgery took place (B)(6) 2016, nail exchanged.